Manufacturer narrative:
Available details indicate that the customer was provided information regarding labor and services. The device has not been made available to philips. Visual and functional testing could not be performed. Device remains at the customer site. No further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an operational check error. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.